Event description:
It was reported to boston scientific corporation that a hedgehog dual end brush was used during a cleaning procedure on an unknown date. During the cleaning, the scope room tech did not notice the brush broke off in the scope. During a procedure for an esophagogastroduodenoscopy (egd) on (B)(6) 2024, the biopsy forceps pushed out a broken hedgehog cleaning brush that broke off during the cleaning procedure on the unknown date. The broken brush tip was removed with a snare which caused a less than 10mm linear tear in the stomach lining of the patient. Reportedly, no medical intervention needed. The procedure was completed using an alternative method. There were no patient complications reported as a result after this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Based on the sas query, the upn of sbd-289 has two lot numbers, lot number 231117 and lot number 230815. Block h6: imdrf device code a0401 captures the reportable event of brush break.